Event description:
It was reported that the patient was seen for potential infection at the implantable pulse generator (ipg) site. Symptoms of leakage at site was noted. The physician does not believe that the infection was device or procedure related, and the cause was unknown. The patient was administered with antibiotics.